Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in an inability to switch ventilation modes as expected. There was no patient involvement.